Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was working but would occasionally alarm. The reporter did not specify what alarm the pump was emitting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings:a review of the black box showed a ¿pump not primed¿ warning occurred on 12/27/2014. Ezprime steps were successfully completed and the pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.